Event description:
It was reported possible output circuit damage was detected on the new device during implant for normal eri (elective replacement indicator). It was determined after changing two new devices the cause was the lead issue. The device was damaged during dft testing. The lead was capped and the device was explanted and replaced. Patient condition after the event was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.